Event description:
Report 1 of 3 received of the rate continuously scrolling when the control knob was placed on the set rate position. The device was returned to the biomedical engineering department with an unsigned note that stated, "can't change rate." During testing by the user facility, the device was programmed to deliver a rate of 200ml/hr and a volume to be infused (vtbi) of 200ml. While the control knob was on the set rate position, the numbers reportedly started scrolling. "Like it had a numeric rhythm to it: 5, 10, 15 or 25, 50, 75." There were no reports of adverse patient events or delay in critical therapy while the device was in clinical use.